Manufacturer narrative:
As reported, during the procedure, while inserting the 3dmax mesh through a trocar, the mesh tore. Based on the information available and without having the sample to evaluate, no definitive conclusions can be made. Although a conclusive root cause could not be determined, this event was not reported as an out of box issue. It is possible that the issue presented due to user/device interface during insertion of the mesh through the trocar. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The evaluation of the sample confirms that there is a tear present in the edge seal of the mesh near the medial marker. The tear starts at the seal and continues into the mesh. A tear of this nature would not be an out of the box condition and can present with forces applied to mesh during use. Based on the event as reported and sample condition, the most likely root cause is inadvertent damage while deploying through the trocar in use. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2026, while inserting the 3dmax mesh through a trocar, the mesh tore. The procedure was completed using a new mesh, which resulted in a longer operation time. There was no patient harm or injury.

Manufacturer narrative:
As reported, during the procedure, while inserting the 3dmax mesh through a trocar, the mesh tore. Based on the information available and without having the sample to evaluate, no definitive conclusions can be made. Although a conclusive root cause could not be determined, this event was not reported as an out of box issue. It is possible that the issue presented due to user/device interface during insertion of the mesh through the trocar. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2026, while inserting the 3dmax mesh through a trocar, the mesh tore. The procedure was completed using a new mesh, which resulted in a longer operation time. There was no patient harm or injury.